Event description:
A us distributor reported that a patient electrode belts ecgs were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt ECG "c" cable was staying green. The cause for failure was isolated to a defective q1 component on ECG "c". The root cause was a defective q1 component. No adverse event resulted from the damaged belt.